Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had multiple low speed advisories followed by a pump stop and an additional low speed advisory. The pt reported hearing audible alarms on (B)(6) 2014, but did not hear an alarm on (B)(6) 2014. The pt was seen in the clinic on (B)(6) 2014. The driveline was inspected for possible fracture and no events were re-created. The vad coordinator confirmed that the pt was not removing the driveline from the sys controller. The sys controller was exchanged. A ramp study protocol was negative for thrombus and the pt was ruled out for pump thrombosis. No further issues have been reported.

Manufacturer narrative:
The system controller was not returned. The reported incident of pump stop and low speed advisory events were confirmed via the submitted system controller log file. The submitted log file captured multiple motor stopped events with an associated low speed hazard alarm and elevated pump power values (up to 14 watts). The analysis could not determine a specific cause that attributed to the motor stopped events recorded in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.